Event description:
Per the clinic, the device was explanted on (B)(6) , 2023. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the initial MDR submitted on june 23, 2023, was filed inadvertently. No explantation or serious injury has occurred.